Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented with a red device pocket site and fever due to a pocket infection. Additionally, the pacemaker was noted to have migrated. The physician believed that the infection was unrelated to abbott procedure and any abbott device. The pacemaker was explanted and replaced. The patient was in stable condition.